Event description:
It was reported that a malfunction alarm occurred on a pump, specifically identified as malfunction 16. No notable events were observed before the malfunction, and there was no information provided about any adverse impact on the customer's blood glucose level. Corrective actions involved technical support arranging a pump replacement, confirming the shipping details, and providing instructions for storage and returning the defective pump. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery while awaiting the replacement pump.